Event description:
Customer called to report the insulin pump wasn't delivering insulin. The site had been changed 3 times. Blood glucose reading was 568 mg/dl. The customer did not have time to continue to call and stated she will call back once home. Nothing further reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.